Event description:
Three sets of tubing/cassettes would not work. The clinicians even attempted to utilize different pumps. The tubing worked on fourth attempt after obtaining tubing with a different lot number.